Event description:
There was a leak on the ventilator, and initial troubleshooting would not fix the issue. Vent swapped out leak went away. Clinical engineering was able to solve the issue by changing out the cassette (a replaceable part).